Event description:
Lens malpositioned. One haptic broken, not sure, may have been at time of surgery. Also, pseudophakic bullous keratopathy associated with anterior chamber iol necessitating corneal transplant.